Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/06/2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor, air/exhalation and pcba, vga controller to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the video graphic array (vga) pcba was defective. There was no patient involvement.